Event description:
The manufacturer received information alleging that device stopped operating. The device operated properly after it was restarted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. The error log was checked and it was confirmed that the device had been operating on battery without ac cord being connected at the time of the event. Errors regarding the detachable battery being depleted, the internal battery being depleted and a loss of power were found in the error log. The batteries were checked and it was found that both batteries had not been depleted, the detachable battery was at 38% and the internal battery was at 98%. The device's system board was replaced to address the issue and prevent recurrence of issue.